Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure, a farawave catheter was selected for use. However, it was noticed that the packaging had been infiltrated and was no longer sterile. Both the exterior and interior boxes were found broken upon arrival. The patient was not present at the time of the event. The device will not return as it was disposed.